Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged issue had started during the evening of (B)(6) 2017. Specific blood glucose results obtained since then include the following results obtained from the subject meter: ¿287, 235, 228, 276 and 277mg/dl¿ and results of ¿237, 195, 188, 221 and 264mg/dl¿ on another meter respectively. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and stated that in response to the alleged product issue they had been consuming less food and/or drink, but taking their normal dosage of insulin. An unspecified period of time after the alleged product issue occurred the patient developed symptoms of ¿cold sweats and fatigue¿; symptoms which were associated with hypoglycemia. In response to these symptoms the patient self-treated by taking glucose tablets or gel. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter. The patient was unable to walk through a control solution test. The patient¿s products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed.